Manufacturer narrative:
An evaluation of the device cannot be performed as the device and further information were not made available to the manufacturer due to hospital/surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient presented with a painful left knee. Surgeon opted to do a poly swap to a thicker poly. Revised from a 9mm a cr to a cs 11mm thicker poly.